Event description:
The customer reported that the epen stopped working in the middle of the surgery. It was tested with and without attachments and it stopped again for no reason. It was carefully washed and decontaminated (not sterilized) so the handpiece was not hot and it was dry. It still did not worked during this test, again with and without attachment. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing revealed that control unit did not functioned properly due to improper handling. The device was repaired by replacing several components and return to the customer on (B)(4) 2013. Placeholder.